Manufacturer narrative:
The reported event was confirmed - unknown cause. The reported failure was able to be reproduced. Based on the attached photos, no forceps were observed in the tray. The syringe inside the tray appeared normal with no visible abnormalities. The sample also appeared to have been exposed based on the visual condition shown in the photos. However the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be due to operator's handling method. A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Corrections made to tab(s) f and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, upon opening it was discovered that the syringe and gauze were missing in the foley tray.

Event description:
It was reported that before use, upon opening it was discovered that the syringe and gauze were missing in the foley tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.